Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would turn on and then off with button press. Customer further reported that on (B)(6) 2017 she called the paramedics and was hospitalized because she ¿cannot test her blood sugar because (her) meter was not working¿. No additional information was provided by the customer as she declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product has not been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of the precision xtra (xceed) meter is 5 years. As the manufacturing date of this product is in 2009, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 2018. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the precision xtra meter. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Section pma510k# was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Customer reported her adc blood glucose meter would turn on and then off with button press. Customer further reported that on (B)(6) 2017 she called the paramedics and was hospitalized because she ¿cannot test her blood sugar because (her) meter was not working¿. No additional information was provided by the customer as she declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.